Event description:
(B)(4). Pain on right side. The pain increased each month becoming unbearable and causing me to miss work. I had to take prescription 800mg ibuprofen and percocet to tolerate the pain.